Event description:
It was reported that the arterial flow/bubble sensor had an ¿arterial bubble sensor defective¿ error message. The failure occurred during user training. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the arterial flow/bubble sensor had an ¿arterial bubble sensor defective¿ error message. The failure occurred during user training. A getinge field service technician (fst) was sent for investigation on 2024-03-21. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure "flow/bubble sensor defective error message due to the sensor panel" was already investigated by getinge life cycle engineering (lce) germany. An unreliable plug connection on the digiflow mini-board led to the error. However, according to the risk analyses v24 of the cardiohelp device the most probable root cause for the flow/bubble sensor defective error message is a defective connection between the sensorbridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. The log files of the reported cardiohelp device were reviewed and the ¿arterial bubble sensor defective¿ error message could be confirmed on the date of event. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2024-03-22 for the period of 2010-12-06 to 2024-03-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-06. Based on the results the reported failure "arterial bubble sensor defective error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.